Event description:
Non- integration. The implant was not osseointegrated; there were no clinical symptoms.

Event description:
Non-integration. The implant was not osseo-integrated; there were no clinical symptoms.